Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation. During evaluation, the device failed final assembly leak testing and failed to complete its internal self-test. The pneumatic block was replaced to address the issues. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the device failed final assembly leak testing and failed to complete its internal self-test due to an isolated component failure within the device pneumatic block. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation did not confirm the complaint. However, during evaluation, it was identified that the device failed final assembly leak testing. The internal battery and the pneumatic block assembly were replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.